Manufacturer narrative:
We have not received the patch for evaluation since the patch has been discarded by the hospital. Hence, at this time, we could not conclusively determine the root cause of the infection. We have requested for additional information relating to this incident to the contact person at the hospital including the lot number of the xenosure patch that was used for the incident and the strain of the mold that was cultured. However, we have not received any response back from the hospital. The investigation is ongoing. We have not received any other complaints related to a mold infection after implantation of a xenosure patch. Hence, we consider this to be an isolated incident. Patient has been discharged from the hospital on (B)(6) 2019.

Event description:
On (B)(6) 2019, surgeon performed a femoral endarterectomy on a patient and used a xenosure biologic patch for the arteriotomy closure. Six days after the index surgery, patient was readmitted to the hospital due to suture line dehiscence. Surgeon also discovered a pulsatile mass at this suture line. The culture performed on this region on (B)(6) 2019 was positive for a rare mold. Patch was then explanted after repeated re-exploration for bleeding on (B)(6) 2019. The culture performed on the patch was also positive for the mold. Patient has been doing well following the re-operation and has been discharged from the hospital on (B)(6) 2019.